Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was battery fatigue due to strain on the batteries. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system had been left unplugged and was showing a critical battery error after use. The site attempted to move the system and it powered down in the hallway. This issue was noted outside of a procedure, and there was no patient involvement.